Manufacturer narrative:
Per user, the device will not returned for evaluation; we were not able to obtain any additional information about the event from the user other than what was in their medwatch report.

Event description:
Allegedly, during a transurethral resection of the prostate procedure a piece of the ceramic beak broke off the instrument into the patient.